Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open surgery, when closing the subcuticular layer, the needle detached from the thread. A new strand was provided to finish the procedure. There was no patient injury.